Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 with a diabetic ketoacidosis due to her high blood glucose levels. Her blood glucose level at the time of hospitalization was 433 mg/dl. The customer was not able to exit the "preparing to prime" screen for a week and reverted to syringes as back up. She was administered insulin drip at the hospital. The customer was not wearing the insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.